Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate atp (anti-tachycardia pacing)/shocks during one high rate episode initially detected as st (sinus tachycardia)/at af (atrial tachycardia atrial fibrillation) and the implantable cardioverter defibrillator (ICD) withheld therapy. There are short bursts of atrial lead oversensing detected as af. Once wavelet continued to evaluate, the match scores slightly decreased and inappropriate vt therapies were delivered. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.